Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and ten months later post filter deployment, the physician reviewed the computed tomography study taken, which demonstrated continued thrombus within the inferior vena cava filter. Repeat study also showed significant thromboses within the inferior vena cava and inferior vena cava filter in bilateral iliac venous systems. After four months, inferior vena cava filter was surgically removed. Removal of dislodged bard g2 inferior vena cava filter through midline laparotomy and repair of umbilical hernia were performed. After one year and one month, a greenfield filter was removed surgically and was having abdominal pain for months. Therefore, the investigation is confirmed for the alleged unintended movement. However, the investigation was inconclusive for the alleged filter detachment, perforation of the inferior vena cava, filter tilt and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient preparation for knee and shoulder surgery. At some time post filter deployment, it was alleged that the filter tilted, detached and struts perforated. The device was removed via an open abdominal procedure after an attempted but unsuccessful percutaneous removal procedure. The detached strut retained in body. The current status of the patient was unknown.